Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify communication anomaly due to buttons not responding.

Event description:
The customer reported via phone call that she does not see her blood sugar auto generate into the bolus field when she tries to use a bolus. The customer¿s blood glucose was 104 mg/dl. The device will not be returned for the analysis.